Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician has reported implant rupture and seroma. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Event description:
Physician has reported implant rupture and seroma. Device has been explanted and replaced with a non-allergan device. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding diagnostic results and photograph of the implant card showing the serial numbers has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.